Event description:
It was reported that the patient underwent a posterolateral fusion l5-s1 due to spondylolisthesis, disc herniation, and stenosis. 8 ccs of rhbmp-2/acs were used. Estimated intraoperative blood loss was 500 ccs, or time was 200 min, hospital stay was 72 hrs. Four months post-op, the patient suffered an l2 compression fracture. Eight months post-op, the patient presented with moderate neuro-dysesthesia. The patient returned to work 261 days post-op. The patient was last seen 8 months post-operatively; no additional complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients underwent posterolateral fusions using rhbmp-2/acs. Fusions were from 1 to 4 levels. An unknown number of patients experienced sustained neural symptoms including weakness and parasthesia.

Manufacturer narrative:
Mastergraft granules. (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.